Event description:
It was reported that the alarm malfunction, it doesn't sound. The error was detected by our technician during the safety test performed in alloga.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed that the device was unable to generate alarms under expected conditions, establishing a relationship with the event reported. The root cause was identified as a defective component on the main circuit board and the connecting usb cable. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.